Event description:
It was reported that patient presented to emergency department after experiencing pectoral stimulation. Upon evaluation, it was found from x-ray that patient's atrial and right ventricular (rv) lead was dislodged due to twiddler syndrome. The lead was successfully repositioned on (B)(6) 2024. There were no patient consequences.